Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of an unspecified length occurred. Data was evaluated and the allegation was confirmed as a signal loss over an hour. The probable cause could not be determined. The reported event of signal loss of an unspecified length is reportable based on the finding of signal loss over an hour . No injury or medical intervention was reported.